Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet.

Event description:
It was reported to vyaire medical that e50 (oxygen sensor fault (adc hits rail)) and e51 (oxygen sensor cannot be calibrated by user (bad offset or high gain)) alarms have occurred on the infant flow sipap ventilator while on a patient. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.